Manufacturer narrative:
Additional information was received that there was a problem with the ipg as it would not take a charge. The patient underwent an ipg replacement procedure due to device malfunction and did well postoperatively.

Event description:
A report was received that the patient's charger would not couple over the ipg and that the ipg could not be charged. The patient will undergo a revision procedure to change the position of the battery.

Event description:
A report was received that the patient's charger would not couple over the ipg and that the ipg could not be charged. The patient will undergo a revision procedure to change the position of the battery.

Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed. The complaint of difficulty charging was not confirmed. The implant easily coupled with multiple chargers. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 5mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient's charger would not couple over the ipg and that the ipg could not be charged. The patient will undergo a revision procedure to change the position of the battery.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure. Malfunction of the ipg was suspected.

Event description:
A report was received that the patient's charger would not couple over the ipg and that the ipg could not be charged. The patient will undergo a revision procedure to change the position of the battery.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's charger would not couple over the ipg and that the ipg could not be charged. The patient will undergo a revision procedure to change the position of the battery.